Event description:
The reporter stated the surgeon attempted to insert an eyeonics lens but the trailing haptics straightened out in the cartridge during advancement of the lens. There was no pt contact. The doctor decided to use a different lens. The reporter stated it was the surgeon's opinion that the likely cause of the iol damage was due to the msi-tf injector.